Event description:
It was reported that during an ukr surgery the anspach drill showed an e6 error. The procedure was reverted to a manual procedure. No patient harm or delay reported. Investigation results revealed drill was not functioning at full capacity, there was an internal damage to the motor drive shaft caused by excessive cutting forces.

Manufacturer narrative:
H3, h6: the device was used in treatment and it was reported that the drill displayed e6 error. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. The surgical system user's manual released at the time of the complaint provides specific instructions for the overheating situation (e6 error). This is an identified failure mode within the risk assessment. We could confirm there was a relationship established between the reported event and the device. The device was returned for investigation. In house testing using a breakout box designed by the robotics department confirms that the temperature sensitive resistor used inside of the drill appears to be damaged. The resistance of a good drill is approximately 10.49 kohms. As the drill is used and heat is generated, the resistance decreases until it reaches its threshold for the e6 error. On the returned material the resistance value was lower upon initial connection. The drill was returned to the OEM for service. The root cause after investigation was established to be supplier / raw material fault.